Event description:
The dealer reported that the on/off switch on the irc5po2v concentrator in question was causing no audible alarm. It was also reported that the device had a leaky pilot valve and leaky heat exchanger.